Manufacturer narrative:
H.6. Investigation summary: customer returned (10) 31gx6mm, 1ml bd insulin syringes from an open polybag from lot 8337913. Three (3) photos were provided along with these 10 samples. Consumer reported probe by needle while selecting the needle pack. The three provided photos were examined and it was observed that a cannula had punctured through the polybag as shown in photo ¿pir3011932_pic3¿. From the photo it was observed that only a syringe that had a separated cannula shield could have punctured through the polybag by this much. The 10 returned syringes were examined and all 10 were observed to have their cannula shields attached properly, therefore, it could not be determined which syringe had had a cannula shield separated. The needle shield separates issue was confirmed from the photos provided. A review of the device history record was completed for batch# 8337913. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: visual inspection of the pictures found a syringe with a slightly bent cannula, with the shield removed. There was another picture that showed the cannula protruding through the polybag. Process summary: this machine inspects for missing cannula, cannula height, point quality, zeroline placement and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula subassembly and detects for missing shield. There were no quality notifications or maintenance dispatches during the production of these batches pertaining to this defect. Root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported the bd ultra-fine¿ insulin syringe cap was missing/shield separated resulting in the needle stick injury. The following information was provided by the initial reporter: "capping fall off. Customer probe by needle while selecting the needle pack."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultra-fine¿ insulin syringe cap was missing/shield separated resulting in the needle stick injury. The following information was provided by the initial reporter: ¿capping fall off. Customer probe by needle while selecting the needle pack¿.